Event description:
It was reported that the cord has a short and overheats. It was confirmed by the facility that the cord is what was overheating; there was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Evaluation summary: service and repair found that the unit was over heating; pre-test temp were nose 108, middle 115, and rear 123. Also, the cable was shorted and the collet and bearings were corroded. The motor/cable plus other parts were replaced. The item was tested and passed all manufacturing specifications. (B)(4).